Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/02/2025, a sales representative reported via (B)(4) that the flipcutter iii component from the ar-1288qis-100 quadlink implant system experienced breakage while reaming the tibial tunnel. The inner rod of the flipcutter separated from the outer sheath. The inner sheath was removed without incident by closing the flipcutter with a locking grasper. The case was completed successfully, and no further details were provided. This was discovered during an acl reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 10/06/2025. Additional information was received on 10/7/2025: during the procedure, the internal sleeve containing the flipcutter blade detached from the external sleeve. However, the internal sleeve with the blade was successfully removed without incident. The product involved was ar-1204ff flipcutter iii. The case was not significantly delayed, as the flipcutter blade was closed using a grasper and retracted through the acl tunnel within moments. No additional anesthesia was administered, and no adverse effects have been reported to date. No fragments were retained inside the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows that the outer tube was broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error resulting from excessive force during use, prying/ levering the device, and/or the device coming into contact with another device during use.